Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain') in a 42-year-old female patient who had essure (batch no. 863676-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, chronic gastritis, fibromyalgia, termination of pregnancy, fibromyalgia, anemia, bladder infection and kidney infection. Cannabinoids urine ¿ positive. Previously administered products included for birth control: mirena from 2005 to 2006. Concurrent conditions included abdominal tenderness, cyclic vomiting syndrome, bowel movement irregularity, heavy periods and nickel sensitivity. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonidine hydrochloride (catapres tts), clonidine from (B)(6) 2018 to (B)(6) 2018, famotidine from (B)(6) 2018 to (B)(6) 2018, mirtazapine (remeron), mirtazapine from (B)(6) 2018 to (B)(6) 2018, naloxone hydrochloride (narcan), nsaids since (B)(6) 2012, omeprazole from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2012, sumatriptan succinate (imitrex df) and tramadol since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal, chronic"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, depression, anxiety, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight: 100 lbs. Discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2012 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral essure devices appear occlusive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraine, anxiety. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received. Event abdominal pain was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 42-year-old female patient who had essure (batch no. 863676-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, chronic gastritis, fibromyalgia, termination of pregnancy, fibromyalgia, anemia, bladder infection and kidney infection. Cannabinoids urine ¿ positive. Previously administered products included for birth control: mirena from 2005 to 2006. Concurrent conditions included abdominal tenderness, cyclic vomiting syndrome, bowel movement irregularity, heavy periods and nickel sensitivity. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonidine hydrochloride (catapres tts), clonidine from (B)(6) 2018 to (B)(6) 2018, famotidine from (B)(6) 2018 to (B)(6) 2018, mirtazapine (remeron), mirtazapine from (B)(6) 2018 to (B)(6) 2018, naloxone hydrochloride (narcan), nsaids since (B)(6) 2012, omeprazole from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2012, sumatriptan succinate (imitrex df) and tramadol since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, depression, anxiety, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight: 100 lbs. Discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral essure devices appear occlusive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraine, anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain') in a 42-year-old female patient who had essure (batch no. 863676-not valid, 863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, chronic gastritis, fibromyalgia, termination of pregnancy, fibromyalgia, anemia, bladder infection and kidney infection. Cannabinoids urine ¿ positive. Previously administered products included for birth control: mirena from 2005 to 2006. Concurrent conditions included abdominal tenderness, cyclic vomiting syndrome, bowel movement irregularity, heavy periods and nickel sensitivity. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonidine hydrochloride (catapres tts), clonidine from (B)(6) 2018 to (B)(6) 2018, famotidine from (B)(6) 2018 to (B)(6) 2018, mirtazapine (remeron), mirtazapine from (B)(6) 2018 to (B)(6) 2018, naloxone hydrochloride (narcan), nsaids since (B)(6) 2012, omeprazole from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) since february 2012, sumatriptan succinate (imitrex df) and tramadol since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal, chronic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, weight decreased, alopecia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the fatigue, migraine, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight: 100 lbs. Discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2012 (pfs) patient received treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral essure devices appear occlusive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraine, anxiety. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : new events added: bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Lot number was added. Event outcome and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain') in a 42-year-old female patient who had essure (batch no. 863676-not valid,863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, chronic gastritis, fibromyalgia, termination of pregnancy, fibromyalgia, anemia, bladder infection and kidney infection. Cannabinoids urine ¿ positive. Previously administered products included for birth control: mirena from 2005 to 2006. Concurrent conditions included abdominal tenderness, cyclic vomiting syndrome, bowel movement irregularity, heavy periods and nickel sensitivity. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonidine hydrochloride (catapres tts), clonidine from september 2018 to december 2018, famotidine from january 2018 to september 2018, mirtazapine (remeron), mirtazapine from may 2018 to november 2018, naloxone hydrochloride (narcan), nsaids since (B)(6) 2012, omeprazole from march 2018 to august 2018, paracetamol (acetaminophen) since (B)(6) 2012, sumatriptan succinate (imitrex df) and tramadol since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal, chronic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, weight decreased, alopecia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the fatigue, migraine, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight: 100 lbs. Discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2012 (pfs). Patient received treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral essure devices appear occlusive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraine, anxiety. Lot # 863676 reported as invalid. Lot number:863575. Manufacturing date: 2011-05. Expiration date:2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 863676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, chronic gastritis, fibromyalgia, termination of pregnancy, fibromyalgia, anemia, bladder infection and kidney infection. Cannabinoids urine ¿ positive. Previously administered products included for birth control: mirena from 2005 to 2006. Concurrent conditions included abdominal tenderness, cyclic vomiting syndrome, bowel movement irregularity, heavy periods and nickel sensitivity. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonidine hydrochloride (catapres tts), clonidine from (B)(6) 2018 to (B)(6) 2018, famotidine from (B)(6) 2018 to (B)(6) 2018, mirtazapine (remeron), mirtazapine from (B)(6) 2018 to (B)(6) 2018, naloxone hydrochloride (narcan), nsaids since (B)(6) 2012, omeprazole from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2012, sumatriptan succinate (imitrex df) and tramadol since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, depression, anxiety, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral essure devices appear occlusive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraine, anxiety. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Event pelvic pain make incident. Outcome of event pelvic pain were updated. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea, psychological or psychiatric problems condition: anxiety, depression & mental anguish, weight loss, hair loss. Reporter information, aka name, historical drug, concomitant drug, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.